Event description:
Reportedly, during a regular follow-up, the subject device could not be interrogated with two different programmers with software version (smartview 2.56) on (B)(6) 2018. No green led lights on the cpr3 telemetry head. Electrocardiogram was in sinus rhythm. Last follow-up of (B)(6) 2017 confirmes that the rf is on. The remote monitoring is not actived. Preliminary analysis confirmed the reported event (inductive telemetry blockage). Following livanova¿s recommendations, a recovery procedure was performed for this patient on (B)(6) 2018, resolving the inductive telemetry issue.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a regular follow-up, the subject device could not be interrogated with two different programmers with software version (smartview 2.56) on (B)(6) 2018. No green led lights on the cpr3 telemetry head. Electrocardiogram was in sinus rhythm. Last follow-up of 17 march 2017 confirms that the rf is on. The remote monitoring is not active. Preliminary analysis confirmed the reported event (inductive telemetry blockage). Following livanova¿s recommendations, a recovery procedure was performed for this patient on (B)(6) 2018, resolving the inductive telemetry issue.